Event description:
It was reported that both the right atrial (ra) and right ventricular (rv) leads exhibited over-sensing of noise, causing inhibition of pacing. The leads were extracted and replaced. The patient was stable before, during, and after the procedure.